Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after implant, this right ventricular (rv) lead perforated the patient's heart as confirmed via an echocardiogram. The patient underwent a pericardiocentesis as treatment. The rv lead remains implanted and is currently in service. No additional adverse patient effects were reported.